Manufacturer narrative:
The reported event was inconclusive because this investigation did not result in any additional findings and no sample was available for evaluation. No actions can be taken at this time since a root cause was not identified. A DHR could not be performed since no lot number was provided. The product catalog number and the lot number for this device are unknown. Therefore, bd is unable to determine the associated labeling to review. The reported product number is unknown. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that four hospitalizations in six months each time had a pure wick. They work if the nurses hook them up but if one has a urinary tract infection on top of pneumonia and respiratory distress and get antibiotics IV the resulting urinary tract infection are hard to clear up. The hospital stayed for a massive bleed into a knee were had to stay still with my leg elevated for most of a week - resulted in a urinary tract infection that after ten weeks they were getting controlled. For them it was a no go except if hospitalized and then my doctors know they were going to have a dreaded urinary tract infection even a bladder or kidney infection they hate the overnight pullups but the misery of an infection they would rather have a catheter in place. It was unknown what was the medication provided for urinary tract infection.